Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007: the patient underwent injection for lumbar discogram. Impression: 1. L5-s1 spondylosis with concordant low back pain pattern with severity level of 6-7, normal l3-4 discogram, l4-5 spondylosis but without induction of low back or lower extremity pain bilaterally. On (B)(6) 2007: the patient admitted with preoperative diagnoses of lumbar disk disease. Lumbar spondylosis. Lumbar radiculopathy. The patient underwent pedicle screw placement l4, l5, s1 bilaterally through a paramedian approach. Facetectomy right l5-s1 , laminectomy right l5-s1, decompression of right l5 nerve root 3. Radical discectomy right l5-s1. Placement of interbody biomechanical device l5-s1 with bone morphogenic protein. Autologous bone grafting. Segmental fixation l5-s1 with 5.5 instrumentation. Stabilization of l4-l5 with dynamic stabilization. Intrathecal injection of morphine. Intraoperative ssep and emg monitoring. Autologous bone grafting. Per op notes: the patient was placed in prone position on the wilson laminectomy frame. The back was then imaged in ap and lateral views and identifying landmarks of the l4, l5,s1 vertebra was then identified. A far lateral drill was then utilized to identify the lateral aspect of the pedicle probe was then advance into the body of l4,l5,s1 in the usual fashion. Aggressive removal of disk material was undertaken. A trial was then inserted and a 12mm was deemed appropriate. A peek cage w as then selected packed with bone morphogenic protein infused collage sponge and tapped into position. Resulting ap and lateral c-arm fluoroscopy demonstrated good position of the cage. Just prior to placement of the corner stone peek cage, a piece of bone morphogenic protein infused collagen sponge was packed along the anterior portion of the disk space. The dynamic stabilization was then undertaken utilizing a bumper system, in particular the bumper and this was secured to the 5.5 screws and the heads were then secured and locked in position. The patient underwent lumbar spine x-ray. Impression: l4 through s1 fusion. Anatomic alignment on the lateral view. Minor dextroscoliosis. The patient underwent CT lumbar spine without contrast. Impression: l4-s1 posterior fusion as well as l5 s1 anterior interbody interposition. No hardware malpositioning is demonstrated underlying changes of facet arthrosis and mild spondylosis. There are no acute vertebral body compression deformities. The patient underwent fluoroscopy. Impression: fluoroscopy for l4 through s1 fusion performed. On (B)(6) 2007: the patient underwent lumbar spine x-ray. On (B)(6) 2007: the patient was discharged with discharged diagnosis of lumbar disk disease status post lumbar fusion l4 to s1. Lumbar spondylosis. Lumbar radiculopathy. Inflammatory bowel disease. Diverticulosis. On (B)(6) 2007: the patient x-rays were reviewed. Impression: dislodgement of the left l5-s1 rod out of the saddle of the s1 screw. On (B)(6) 2007: the patient presented with preoperative diagnoses of failure of hardware. The patient underwent revision of lumbar spinal fusion. The patient presented with pre-operative diagnoses of left- sided hardware failure with rod pullout at left s1, degenerative disk disease with segmental instability at l4-l5 and l5-s1. Chronic low back pain. The patient underwent postoperative plain film x-rays of the lumbar spine. The patient underwent lumbar spine- two views. Impression: posterior fusion from l4 through s1 in anatomic alignment. On (B)(6) 2007: the patient presented for office visit. On (B)(6) 2007: the patient underwent CT-lumbar spine post myelogram. Impression: minor curvature of the lumbar spine convex toward the right. Alignment is otherwise normal. There are mild bilateral facet joint hypertrophic changes at l2-3. The patient admitted with left sided low back pain and left lumbar radiculopathy. The patient underwent lumbar myelogram. Impression: there has been a previous posterior lumbar stabilization procedure. There are bilateral transpedicular screws at what is considered to be l4, l5 and s1 level. On (B)(6) 2007: the patient presented with npe/lsp/mr-pac/self/2nd opinion. The patient underwent physical examination. Assessment: 1 low back pain, lumbar radiculopathy, lumbar spondylosis, tremor. On (B)(6) 2008: the patient underwent CT sacroiliac joint infection-bilateral. Impression: successful bilateral sacroiliac joint injections. On (B)(6) 2008: the patient presented with rec/si jnt injx 1-8/fup. On (B)(6) 2008: the patient presented with ret/lsp/discuss nerve stim placement. On (B)(6) 2008: the patient admitted with diagnoses of chronic bilateral lower extremities radiculopathy. The patient underwent t10 laminectomy for placement of a dorsal column neuro stimulator with a non programmable, no intraoperative trailing and a 5-6-5 paddle. On (B)(6) 2008: the patient presented with po 1 wk/lsp/sr. On (B)(6) 2008: the patient presented with po 6 wk/lsp nerve stim placement. On (B)(6) 2008: the patient presented with po 2.5 mo/lsp/nerve stim placement. On (B)(6) 2008: the patient underwent study. Impression: obstructive sleep apnea, moderate. Periodic left movement disorder, mild. Hypertension, chronic pain, bipolar disorder, irregular sleep/ wake pattern. On (B)(6) 2008: the patient with po/3 mo/ nerve stim placement /fup on (B)(6) 2008: the patient presented for office visit. On (B)(6) 2008: the patient presented with status post l4 thru s1 lumbar fusion with bilateral s1 joint region discomfort rule out sacroiliac origin pain. The patient underwent bilateral si joint injection diagnostic/therapeutic injections. On (B)(6) 2008: the patient presented with preoperative diagnoses of history of bilateral sacroiliitis. The patient underwent bilateral si joint injections. On (B)(6) 2008: the patient presented with rec/ lsp/ discuss morphine pump. On (B)(6) 2009: the patient presented with rec/lsp/pump/pain. The patient underwent lumbarspine x ray. Impression: lumbar spine 2v: ap <(>&<)> lateral lumbar films of her spine were obtained for a suspected broken rod in her fusion. There is no fracture. The posterior hardware is intact. On (B)(6) 2009: the patient presented for office visit. On (B)(6) 2009: the patient presented for office visit with complains of constant pain, st joints, and spasms. The patient presented with chief complains of pain in lower back, knees, lower extremities and shoulder. The patient underwent review of imaging studies on pacs. Impression: chronic lumbar spine and lower extremity pain, multifactorial with mechanical and myofascial features. Status post fusion and fusion revision, now effectively fused at l5-s1 with l4-l5 dynamic fusion. Status post spinal cord stimulator implantation with moderate relief. Probable sacroiliac joint pain. On (B)(6) 2009: the patient presented with chief complains of increase in her pain medications. On (B)(6) 2009: the patient presented with rec/ nerve stim. Burning. On (B)(6) 2009: the patient underwent thoracic spine-two views examination. Impression: spinal canal cord stimulator leads. No evidence of significant acute abnormality. On (B)(6) 2009: the patient admitted with preoperative diagnoses of postoperative care following total thyroidectomy. The patient underwent total thyroidectomy. The patient diagnosed with multinodular goiter with compressive symptoms and underwent total thyroidectomy. On (B)(6) 2009: the patient underwent ap portable chest x-ray. Impression: no acute radiographic abnormalities of the chest. On (B)(6) 2009: the patient presented with chief complain of burns, neck cracks, can't sleep. Ros revealed: musculoskeletal: joint pain, back pain, numbness, tingling and joint stiffness. Neurological: weakness, dizziness, muscle weakness, sleep disturbance, limb weakness and difficulty walking. The patient underwent neurological examination: the patient is alert and oriented x3. Cranial nerves: ll-full visual fields to confrontation. Iii, IV and vi-pupils are equal, round and reactive to light and accommodation. Extra ocular movements are intact bilaterally. V-normal facial sensation. Vii-full and symmetrical facial movement. Viii-hears finger rub well bilaterally. Ix and x-symmetrical palate elevation with phonation and normal gag reflex. Xi-normal trapezius and sternocleidomastoid muscle movement on shoulder shrug. Xii-tongue is midline. Her gait is nonantalgic non-ataxic but is slow and purposeful. She rises slowly from a seated position to stand. Range of motion of the lumbar spine is essentially full in all directions but right lateral rotation is painful for her in the area of interest. Compression testing is negative. Manual muscle motor testing of the bilateral lower extremities reveals 5/5 shrinker. Gross sensory exam is intact to soft touch. Deep tendon reflexes are 1+ throughout the biceps and triceps bilaterally. Straight leg raise testing is negative bilaterally. On (B)(6) 2010: the patient presented visit complaint of depression and pain. On (B)(6) 2010: the patient presented for office visit. On (B)(6) 2010: the patient presented with chief complaint of discussion on her medications. On (B)(6) 2011: the patient presented with rec/increase in nerve pain/fup. On (B)(6) 2011: the patient underwent ros examination. Impression: there is no evidence of typical peripheral neuropathy. The patient syndrome would raise the possibility of erythromelalgia. Gabapentin can be effective in alleviating symptoms from his disorder. On (B)(6) 2011: the patient presented after emg/ncs for a c/o intense burning sensation in the palms. On (B)(6) 2013: the patient underwent chest-two views. Impression: increased bronchovascular markings with a subtle reticulonodular pattern. This can be associated with a typical pneumonia. No focal consolidation or pleural effusions. On (B)(6) 2013: the patient underwent bilateral digital screening mammogram with cad. Impression: there is no mammographic evidence of malignancy. A 1 year screening mammogram is recommended. The patient will be notified of the results. On (B)(6) 2013: the patient underwent lumbar myelogram. Impression: multilevel discogenic degenerative disc disease. No significant spondylosis is or spinal canal stenosis appreciated. Fluoroscopically directed lumbar puncture was performed for myelogram purposes. The patient tolerated the procedure well and there were no immediate complications. On (B)(6) 2014: the patient underwent CT lumbar spine post myelogram. Impression: changes from posterior laminectomy interbody fusion from l4 through s1 without evidence of hardware complication or malalignment. Progressive mild to moderate central canal stenosis at l3-4. On (B)(6) 2014: the patient underwent lumbar spine-flexion and extension views. Impression: postoperative and degenerative changes of the lumbar spine.